Event description:
Event description cpi received information that this implantable pulse generator (ipg) was exhibiting an abnormal increase in impedance and pacing thresholds in the atrium. The physician elected to reprogram the ipg to unipolar mode.